Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was not returned for evaluation. Log file analysis revealed an increase in power consumption and estimated flow starting on (B)(6) 2021 leading to parameters above normal operating range and 147 high watt alarms have been logged since (B)(6)2021. Information received from the site indicated that the patient presented with fatigue, generalized weakness, nausea and vomiting. Of note, it was reported that the patient developed aortic insufficiency, and experienced worsening heart function, kidney failure, and liver failure, associated with elevated lactate dehydrogenase (ldh) and supratherapeutic international normalized ratio (inr). The patient¿s anticoagulant medications were stopped due to increasing inr, which led to a ventricular assist device (vad) thrombus; which corresponds with the increase in power consumption observed in the logs. Support was discontinued and the patient subsequently expired. The cause of death was reported as cardiac death with asystole due to multi-organ failure. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the observed high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, worsening heart failure, renal dysfunction, hepatic dysfunction, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction, gastrointestinal bleeding, and bacteremia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, including stopping the anticoagulant medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the accurate event date and other information for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from worsening aortic insufficiency, heart function, kidney failure, and liver failure. The patient was taken off anticoagulation due to increasing international normalized ratio (inr), which led to a ventricular assist device (vad) thrombus. It was further reported that the patient had fatigue, generalized weakness, nausea, and vomiting with elevated lactate dehydrogenase (ldh). It was noted that the patient¿s inr was supratherapeutic. The patient was indicated to not be a candidate for heart transplant. Support was discontinued and the patient subsequently died. The cause of death was cardiac death with asystole due to multiorgan failure.